Event description:
Litigation alleges that bilateral patient experienced discomfort, pain, numbness, tingling, and soreness, which in turn negatively affected patients ability to walk, move, and perform her job. A mars MRI showed a fluid pocket involving the posteriolateral aspect of her hip joint. She was found to have elevated cobalt and chromium levels. Patient was revised on her right hip (reported in a separate complaint), and is planning a revision for her left hip. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that bilateral patient experienced discomfort, pain, numbness, tingling, and soreness, which in turn negatively affected patients ability to walk, move, and perform her job. A mars MRI showed a fluid pocket involving the posteriolateral aspect of her hip joint. She was found to have elevated cobalt and chromium levels. Patient was revised on her right hip (reported in a separate complaint), and is planning a revision for her left hip.

Manufacturer narrative:
Depuy still considers this investigation closed.